Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the battery was rotating in the pocket due tothe patient losing a significant amount of weight. The pocket was revised and the battery was re-oriented. It was reported that the issues were resolved at the time of the report. The patient¿s medical history included failed back. Patient weight was asked but now provided. The patient was reported to be alive with no injury at the time of the report. No further complications were reported.